Manufacturer narrative:
Root-cause analysis of this problem: it was discovered that upon annotation drawn in pacs for the t2 confidence map images, the mean values were doubled. This was caused by a difference between the sw-r5 pacs configuration and the sw-r11 pacs configurations. R5 had grayscale softcopy presentation state (gsps) enabled and r11 had gsps disabled. Functional analysis was performed and identified that after enabling grayscale softcopy presentation state (gsps) in the dicom node configuration of the pacs, the t2 map issue was resolved and showing the expected results.

Event description:
Philips received a report that after an upgrade to software r11 the cardiac exam values visible in the pacs system were no longer reliable and could lead to misdiagnosis and additional treatment.

Manufacturer narrative:
Philips has started an investigation, a follow up will be send when the investigation has been completed.